Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5. The b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "no image" and phenomenon 2 "the irregular color tone of the image" likely occurred as a result of the image sensor unit being damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The event can be detected/prevented by following the instructions for use which state: 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when a cut on the charged coupled device (ccd) and shaved electrical contact of video plug section were found to be causing image noise and the image to disappear, due to damage on video plug and ccd, color tone of the image was not proper (image color was magenta or green only. Additionally, the evaluation found the following non-reportable malfunction(s): bending section cover had a scratch and a chip; scratches on angulation lever, light guide connector, light guide cover glass, video connector, grip, control unit, up/down and right left angulation lever plate, forceps elevator (fe), protector of universal cord on suction connector side, video connector case, video connector, and switch 1; fe lever had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the videoscope was displaying a poor image/green screen during pre-procedure confirmation. The procedure was completed without the device. There was no patient injury or medical intervention associated with this event.